Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that patient information and orders were not current on several stations. A technical support specialist (tss) connected to the application server and found that the interface was active, but no recent messages had been processed. Restarting external messaging services did not resolve the issue, so it was escalated to the interface team. Messaging later appeared current after accessing the carefusion coordination engine (cce) server via securelink, and confirmed that orders from all three sources were current and successfully forwarding to the enterprise system. The tss confirmed that messaging appeared to be functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, patients had been in the es server, but the orders did not cross to the stations. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, patients had been in the es server, but the orders did not cross to the stations. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.